Manufacturer narrative:
The description of the event, the logfile and the returned components provided a basis for the investigation. All info available have been analyzed regarding the reported "vent fail." The reported event could not be confirmed as the logfile does not contain any ventilator failure during operation. Therefore, it was not possible to identify a root cause for the reported event. But a significant number of entries were found in the logfile indicating an issue with the auxiliary air valve which is intended to prevent the pressure inside the ventilator to drop below -15mbar. During the laboratory test, the valve worked fine. Contamination which was removed before testing may have caused the behavior in the event. However, this issue would not cause a "vent fail" as reported. The device generated an alarm. There was no injury reported. In case automatic ventilation does not work, the system posts "ventilator fail" or "apnea flow/pressure" alarms. Manual ventilation and pressure, o2 and volume monitoring is still possible. The device was reportedly tested and returned to use.

Manufacturer narrative:
This follow up is submitted to correct the importer MDR number. The importer MDR number in the initial report was duplicated. The updated importer MDR number is: (B)(4). The MDR content is still correct.

Event description:
Please see initial report.

Event description:
It was reported that at the start of a case, automatic ventilation would not work and the machine alarmed for "vent fail". Manual mode remained available and there was no patient injury reported.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow-up report.